Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pacing impedance measurements and has reached out of range measurements of 2052 ohms. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).